Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not reveal any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the right ventricular (rv) lead was connected to the pacing system analyzer (psa), and it was noted that there was no sensing or capture on the lead. The lead was explanted and replaced. The patient was stable with no adverse consequences.